Manufacturer narrative:
Review of the system logs found a master tool manipulator (mtm) drift error that can potentially result from instances such as a surgeon side console user letting go of an mtm while their head is in the high-resolution stereo viewer sensor, or a patient side cart user applying external force on an arm that is being commanded by the surgeon. A review of the kinematic data found that the monopolar curved scissors instrument moved approximately 49mm from its original location within the same second that the drift error occurred. As a result, the most likely cause of the unintended instrument movement based on the reported event details and the instrument kinematic log data, is a release of the mtm hand control while the system was still in following mode. The da vinci xi surgical system in-service guide: surgeon includes the following excerpts regarding surgeon console interaction under hand controls activity: head-in requirement: --always place fingers in hand controls before placing your head in the stereo viewer --always take your head out of the stereo viewer before taking your hands out of the hand controls.

Event description:
It was reported that during a da vinci assisted right partial nephrectomy procedure, the renal artery and vein were injured; the procedure was converted to a total nephrectomy. The vascular injury occurred during the renal hilum dissection, when the surgeon performed the dissection of the renal artery and vein. The director of urology, a surgeon in attendance to the procedure, reported that the monopolar curved scissor instrument may have moved in an unintended manner because the operating surgeon took their hand off the master tool manipulator before removing their head from the 3d viewer. There was no reported bleeding, but the renal vessels could not be repaired, and the procedure was converted to a total nephrectomy. The vascular injury was resolved by clipping the vessels. The procedure was completed robotically, it is unknown if there were any post-operative complications; the patient has since been discharged from the hospital.